Event description:
It was reported during PICC placement, the vps console was showing a blue bullseye. A chest x-ray was taken and the PICC was seen in the patient's arm. Another console was used to complete the PICC placement successfully. There was a delay in treatment and it is not known if this caused any patient harm. There was no patient death or complications reported.

Manufacturer narrative:
(B)(4). The device will not be returned.